Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the similar us list number, the international list number is unknown the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 during a call with the patient's spouse, it was reported that in (B)(6) 2018 the patient had pneumonia and was hospitalized for one week. While hospitalized, it was noticed that the stoma site was inflamed and the patient received antibiotics. After that there has been no inflammations, but there is often seen fluid from stomach content around the stoma site.